Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported the uni-cp plate broke while still in the patient. The doctor will see the patient again for this issue but a follow up date and treatment plan was not provided. Additional information was requested by integra.